Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3889-33, lot# va1jb1g, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the ins and leads were removed on (B)(6) 2018 due to infection. Patient stated they woke up on (B)(6) 2017 and that there was wet blood and puss where their stimulator was implanted. It was noted there was a small opening, maybe on the right side. Infection was confirmed, the change in therapy/symptoms were sudden, and patient was given oral antibiotics. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on december 15th reported it was unknown if the implantable neurostimulator (ins) turned off unexpectedly. It was noted the patient was in contact with the manufacturer and manufacture representative (rep). The hcp was not aware the device was off. The hcp stated the cause of the settings being too high and the not feeling stimulation was per a telephone note on (B)(6)the patient spoke to the manufacturer on (B)(6), the patient reset her setting to program 3, stimulation at 2.2 and the patient seemed to be satisfied with the setting. The hcp stated the stimulation issues had been resolved. The patient had an appointment with the hcp on (B)(6), she returned to program 1, increased stimulation as need. It was noted the patient was very anxious about the process. The hcp noted the patient had one prior urinary tract infection (uti) on (B)(6), proteus mirabilis 10,000-50,000 cfu/ml. The cause of the uti were unknown. It was unknown if the uti was related to the underlying urinary dysfunction. It was unknown if the uti was related to the device or therapy. The hcp stated the actions take to resolve the uti was a urine culture, (B)(6) bacterium ds bid for 3 days, and the patient had a urine culture on (B)(6) which was negative for infection. Additional information from a consumer regarding a patient on (B)(6) reported she was having problems with the stimulator. The patient clarified she was having too many ¿after-effects¿, and ¿this thing was a mess¿ and it was always something new, that she might have an infection and was on antibiotics. The patient stated she saw the healthcare professional (hcp) on (B)(6) and needed to call the hcp back in 10 days to see if the infection was gone. The patient stated she was on program 1 at 2.8 v. The patient stated she was told she could turn off the ins, so she finally did on (B)(6). The patient stated she also noticed a big lump/hump where the ins was inserted, and to the left there were 2 little bumps where the lead was located, the one on the left was really big like a marshmallow and real mushy. The patient stated the hcp was aware. The patient stated she had a pain that came and went. The patient stated she had always had pain and clarified it started just recently. The patient mentioned the yeast infection, that she was on antibiotics and used to take a cream. The patient stated she was taken off the bladder medication myretriq, and she was maybe going to need an x-ray. The patient noted she was probably going to contact the hcp on (B)(6). The patient stated her current problems with the stimulator were on (B)(6), they noticed a bump on maybe (B)(6), but they were not sure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on december 4th reported her urinary tract infection (uti) had cleared up. The patient noted on (B)(6) the patient saw the healthcare professional (hcp). The patient stated the hcp said the setting were too high and that was why the patient was having problems with her vagina. The patient noted on november (B)(6) they saw the hcp, the patient was set on 1.6. The patient stated she ended up with a yeast infection, it was a fungal on the left and right side of her the groin because it was always too wet. The patient noted it was all red and painful. The patient stated they got a prescription for a cream called nystatin, the patient applied it twice a day. The patient noted they had good days and bad days. The patient stated sometimes they had redness, pain, and itching. The patient noted right now the fungal was not bothering her. The patient stated shewas trying to get a bladder prescription for myrbetriq mirabegron. The patient noted she had been changing programs. The patient noted she was on program 3 at 2.0 v. The patient stated some morning they woke up and had a bladder void, leakage and the patient rated it. The patient noted another day the patient had just a little leak, the patient added the leakage was intermittent. The patient noted on the morning of december 4th they only voided. The patient stated they the medication may take 4-6 weeks. The patient stated she was on program 3 at 2.0 and they did not feel anything, it was noted the patient saw the lightning bolt. The patient increased stimulation to 2.1 v. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on january 16th reported the infection was confirmed. The patient stated on (B)(6) they talked to the healthcare professional¿s (hcp) nurse. The patient told her about the bump, swelling they felt on the lead. The patient stated they made an appointment for (B)(6). The patient had a prescription of cephalonium 500 mg (30) for 10 days. There was no blood or infection coming out sunday morning. On (B)(6) found blood and pus coming from the incision. The swelling was soft, marshmallow and hard. The patient stated the interstim also was soft and hard. The patient stated they had no fever. The hcp returned their call. The patient stated they had prescription of sulfamethoxazole. The patient stated she said the interstim was to be taken out, an infection was very hard to clear up. The patient noted they had surgery on (B)(6) 2018. The patient noted the interstim device and leads were removed. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had voids, but no leaks on the night of implant, and ¿no leakage for like 4 days at nighttime.¿ however, conflicting information was reported. It was also stated that the next night they had to go to the bathroom at 12am, 1:30am, 3am, 4:30am, 5:30am, and 6am. The next night they got up about every 2 hours, 4-5 times during the night. They had a void, a leak, and had to change their pad each of those nights; they were devastated. It was also reported that they started at 4.8 volts, but felt burning in their vagina and rectum which bothered them so they turned it down; first they turned it to 4.5 volts, then to 4.2 volts, and they left it at 4.0 volts. It was noted that they were feeling very little stimulation now. Troubleshooting showed that stimulation was on, at 4.0 volts. It was reviewed that they could increase stimulation if they could tolerate it. The patient increased stimulation to 4.2 volts. On (B)(6) 2017, it was reported that the patient thought they may have a urinary tract infection (uti). They had contacted their healthcare provider and were going to go to the lab to see if they had a uti. It was noted that their vagina and rectum were very uncomfortable, but were not sure if it was from stimulation or a uti. It was also stated that there was something weird when they urinated; ¿it seemed like whatever was coming out of the hole, it seemed like there was something closed and then it opened up and urine came out.¿ during troubleshooting and adjusting stimulation, they thought the ins got shut off. They were able to turn it back on and decrease stimulation to 3.8 so that it felt comfortable. No further patient complications are anticipated or expected as a result of this event. Additional information was received on (B)(6) 2017 from a healthcare provider stating that the patient¿s nocturia had been worse since getting the implant. It was noted that the patient had improvement during the trial. The caller was not with the patient to do any programming. The caller would try to schedule programming for the patient. Additional information was received on (B)(6) 2017. It was reported that the patient had a confirmed uti, and had to take medication twice a day for 3 days. It was noted that they woke up at 2 am, 5 am, and 6 am on (B)(6) 2017 with no leakage. On (B)(6) 2017 it was reported that they had a really good night last night with only one small leakage. It was also noted that they had an appointment scheduled for (B)(6) 2017 to have a culture done and ensure that the uti is gone. On (B)(6) 2017, the patient reported that they were doing better; they were getting up 2 to 3 times per night instead of 4 to 5. They were going to increase stimulation from 3.8 to 3.9. It was mentioned that they had a funny sensation in their vaginal area for about a week; it might be stimulation, but they were not sure. They also experienced constipation for about a week; they were eating fiber and prune juice. It was noted that they had two little bumps next to their incision, like a cord, but it had gotten smaller; they stated that it might be stitches. The patient still did not have the results of their uti culture as of (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.